Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver, the usb power wire cable, and the usb power supply charger have all been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed. The receiver is stuck on and initializing screen, shutdown and re-initialized continuously.the receiver case was opened for internal inspection and unit passed. The complaint was confirmed for receiver initializing screen without manual restart due to new firmware issue. A root cause could not be determined. In addition, customer returned the usb power wire cable, and the usb power supply charger evaluation. The power supply was visually inspected and passed. Performed charger load test and unit passed. The customer's complaint was not confirmed for receiver power supply (charger) will not charge due to charger passed testing. The cable was visually inspected and passed.performed usb cable load test and unit passed. The customer's complaint was not confirmed for receiver usb cable will not charge due to cable passed testing.